Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 8 pm with a blood glucose level of 1000 mg/dl. The customer was treated for their blood glucose with IV fluids. Customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the dat test. Pump had cracked case at display window corner and cracked reservoir tube lip.